Event description:
It was reported the pump alarmed error code 41622 during an infusion. The batteries were changed and lost power while running. No patient injury. No additional information.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the customer reported issue is an inoperable component. A DHR review was completed and no non-conformities were found. If the device is later returned, the complaint will be reopened and an investigation will be completed.